Event description:
It was reported that this left ventricular (lv) lead exhibited increased threshold measurements resulting in the left ventricular automatic threshold (lvat) test being detected as greater than the programmed amplitude or suspended. Review of the presenting electrogram (egm) showed loss of capture (loc) on this lv lead. Further review was recommended to the health care professional (hcp). No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.